Event description:
It was reported to philips the device shut down during pre-use checking in the me room. High pressure vio was displayed and an unknown alarm sounded. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use, during a pre use check, which is a test unrelated to set-up for patient use. The hospital replaced the device with another. There was no delay to therapy. The philips field service engineer (fse) was unable to duplicate the issue. The event log recorded error code 1009 pressure regulation high, however, an increase in the pressure regulation was not duplicated either. Following the evaluation of the device, the customer requested to cancel the remaining evaluation. The device was returned to the customer. Based on the information provided and service performed, the customer's alleged malfunction was unconfirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. No parts were replaced.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone number: (B)(6).